Event description:
In addition to previous description provided on 3/24/98, new info received from pt who states "while performing a surgery, the bovie electrical generator unit malfunctioned. I was electrocuted and passed out." There are no medical records available to confirm the above. Winesses unable to confirm the above.